Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a high blood glucose level of 49 mg/dl. The customer stated that they passed out at school before hospitalization and had been having low blood glucose for 9 days. The customer did not want to trouble shoot. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.